Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose level increased to approximately 667 mg/dl after less than 24 hours of pod wear, despite administering several boluses. The patient further stated that nurses at her workplace suspected diabetic ketoacidosis; however, no formal diagnosis was reported. The patient presented to the emergency room, where the attending physician inspected the pod and observed that part of it was not fully adhered. Upon removal, the cannula was found to be lying flat against the skin surface rather than inserted into the skin. The physician advised the patient to return home and change her pod. No medical treatment was provided during the emergency room visit. The patient stated that she has a scheduled evaluation with her doctor to discuss ongoing treatment options.